Event description:
The facility representative had reported an infusion pump with a failure code 812:02 which was discovered during biomed testing at the facility. The representative had stated that no pt incidents have been reported since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical interventiion and pt injury, but no additional info was available. Additional contact info was requested but no additional contact was identified.